Event description:
Pacer & leads placed 12/6/1996. To physician 3/19 for investgigation of extraneous sensing in ventricular lead & intermittent failure to pace. Admit to hosp 3/21-22/1997 for procedure to replace pacer lead. "Fracture of ventricular lead" documented by cardiologist.